Event description:
Customer reported that she had low blood glucose of 68 mg/dl and the insulin pump was not working correctly. Customer stated that the insulin pump drive support cap was loose and coming apart. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with a cracks to the end cap, case, battery tube threads and reservoir tube lip. Drive support disk was inspected and no anomaly was noted.